Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that no image was displayed from the sdi output to the monitor screen due to faulty printed circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) (on behalf of the customer) reported that serial digital interface (sdi) port in the video system center was not working and no image was produced. During inspection at customer site, fse found that one of the sdi ports in the subject device which was connected to the slave monitor was not producing image, but the rest of the ports were working fine. The issue occurred during maintenance of the subject device at customer site. There was no procedure involved. There was no patient harm associated with the event.

Manufacturer narrative:
During onsite assistance, field service engineer had tried cross checking another serial digital interface (sdi) cable and also by giving input to the recorder for the sdi port, but issue was not resolved. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty printed circuit board. In addition, the device evaluation found following issues: there was dust inside the unit which needed cleaning and the wire was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: the director jawaharlal institute of post graduate medical education & research (edited in respective field due to character limitation).